Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 7f sheath hole prior to a carotid dilatation interventional procedure. Reportedly, after raising the foot of the proglide (step 1), the plunger moved and came out of the device abnormally, but not completely. The plunger was deployed but on removal the knot did not form. The pre-close technique was aborted. The sheath was upsized to an 8f sheath and the carotid dilatation procedure was completed. Hemostasis was achieved with another proglide device post procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported plunger moved out of the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported needle to cuff miss could not be tested/ confirmed as the plunger, link, suture, posterior needle tip and cuffs were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. It may be possible that inadvertent handling of the device prior to insertion, after raising the foot of the proglide (step 1), contributed to the plunger moving out of the device abnormally, but not completely. Interaction with patient anatomy or inability to maintain position/stability of the device during deployment may have contributed to the reported needle to cuff miss. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G3 date on initial report was inadvertently reported as 09/14/2022. Actual g3 alert date was 09/15/2022